Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of half of the lens on the probe has come off was confirmed; the probe¿s rubber tip is ripped off due to a material failure. The rubber tip being damaged is making a black spot on the left side of the image.

Event description:
It was reported half of the lens on the probe has come off. (B)(6) 2024 it was found during an evaluation damage on the lens is causing a black spot on the left side of the image.